Event description:
Fujinon gastroscope #126 was sent in for repairs due to scope would not take pictures, gastroscope #126 was returned to center on thursday with first use monday on (B) (6) 2010. Gastroscope #126 worked fine until first picture was taken then suddenly started taking pictures at random while physician was trying to take tissue biopsy., random picture taking prevented physician from visualizing biopsy. Area. Troubleshooting was done which did not improve situation. Gastroscope #126 removed from gi tract with another gastroscope #02 obtained and inserted without problems. Noted gagging with insertion of second scope due to time lapse of application of local anesthesia topex of 14 minutes, peek time for topex effect on tissue is 10 minutes.